Event description:
Caller reported inability to see drops of insulin at tubing end during fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Cts guided caller through filling and loading a new cartridge, successfully completing load process, allowing caller to resume insulin delivery.